Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting in the sofa. The patient was hospitalized in the meantime. Technical services (ts) reviewed the device data and discussed the shock returned the rhythm back to normal sinus rhythm rate and morphology. The episode does not point towards a mechanical issue or non-cardiac signal oversensing. It was advised to have the health care professional (hcp) input before performing any vector programming changes. Further programming recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.